Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) elevated to 708 mg/dl with ketones; a bolus was delivered in an effort to address the issue. The customer was admitted to the hospital and treated with insulin, which decreased bg level to normal range. Reportedly, the customer was experiencing stress and believed that could have contributed to the event. Customer was released from hospital on (B)(6) 2018. Cts was unable to troubleshoot the occlusion, due to the customer resolving the issue by changing out pump supplies. Reportedly, the customer reverted to manual injections for alternate insulin therapy.